Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien was not authorized to service the ventilator.

Manufacturer narrative:
(B)(4).